Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was explanted due to noise, oversensing and pacing inhibition. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The is-1 connector pin and lead tip were not returned. An extraction aid was found on the lead body. The analysis revealed a stretched lead body, which most likely resulted from the explantation procedure due to tensile stress. Additionally, several cuts into the insulation were found. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.